Event description:
It was reported that the patient presented for a follow-up in clinic. The physician initially intended to replace the pacemaker (pm) on (B)(6) 2021 due to it being at end of life (eol), but upon opening the pocket, he noticed the right atrial (ra) lead was fractured. The patient was asymptomatic. The physician elected to discontinue the procedure and have the pm and ra lead extracted and replaced at a later date. The patient's status throughout this procedure was stable. The additional procedure was performed and the pm and ra lead was extracted and replaced. Further information was requested but not received.